Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was investigated by product analysis on 06-mar-2019 with the following findings: the pump powered on with an illuminated display screen. Investigation did not duplicate the alleged blank display screen. The display screen was, however, noted to be dim, faded and discolored. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. Reporter alleged the display screen and the pump had audible tone. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.